Manufacturer narrative:
An event regarding pain involving an securfit stem was reported. Conclusion: the provided medical information was submitted to a consulting clinician who indicated that x-ray confirms loosening of cormet cup. No allegations were made against the stem. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This was a revision of a painful left hip. Cormet implants were removed and the stryker stem was removed. Surgeon indicated the cormet cup was loose.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
This was a revision of a painful hip. Cormet implants were removed and the stryker stem was removed.